Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the flexvision pc failed to boot up. A review of the system logfile found a malfunction with flexvision pc. Upon troubleshooting rse found that the vga output is probably not set up for an auxiliary monitor. The rse has sent quote for repair service to customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.